Event description:
It was reported that during reprocessing the gastrointestinal videoscope¿s channel was damaged and the black stuff came out. There were no reports of patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported black foreign material was traced to component failure due to a tear in the instrument channel. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.